Event description:
During evaluation of a returned sample, a crack was found on the minicap.the patient developed peritonitis (previously reported in medical device report 1423500-2011-14328).

Manufacturer narrative:
(B)(4). The customer report of a crack in the minicap was confirmed during evaluation. A leak test was performed and a leak was noted. A batch review was conducted for lot gm1104008 and there were no exceptions during the manufacturing process. It was confirmed that this defect was caused by the supplier during the manufacturing process; the supplier was notified.

Manufacturer narrative:
(B)(4). Evaluation of the returned sample was conducted. A leak test was performed and a leak was noted. A batch review was conducted for lot gm1104008 and no there were no exceptions during the manufacturing process. A trend was not identified. It was confirmed that this defect was caused by the supplier during the manufacturing process. The supplier was notified. Baxter will continue to monitor similar reports to determine if further actions are required. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.